Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient developed bacteremia with klebsiella. Infectious disease physicians feel the patient has endovascular bacteremia. The device and leads were removed. No further patient complications have been reported as a result of this event.